Event description:
According to the reporter: during an upper lobectomy procedure while firing on the pulmonary vein, the powered handle sounded really bad. It made a grinding sound when the device was closed. The surgeon pressed the green button and squeezed the handle but the device did not fire. To complete the procedure, another powered handle was used successfully. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.